Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temperature high alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a blower temperature high alarm. The rse recommended to check the blower, and motor control board. It was recommended to repower blower. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer (se) evaluated the device and confirmed the customer's reported problem; however, the se noted that the event log was reviewed, but did not report observing the error code. The se noted that there was a problem with the blower assembly. The se reported that the blower assembly was replaced, and then tested and inspected; the device was returned to full functionality.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.